Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally, an incomplete insertion during implantation surgery is reported. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
In situ testing showed affected channels. A follow-up appointment was scheduled for 30-aug-2023, however has been cancelled. No new date has been scheduled.

Event description:
In situ testing showed affected channels. A follow-up appointment has been scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.